Event description:
It was reported that the bd¿ arterial cannula was removed 12 hours after the installation, but could not be pulled out of the artery completely. The "greater part" of the catheter remained in the artery, and after consultation, it was found that scissors were not used to remove the fixation bandage. The patient was transferred to another hospital for vascular surgery, but the surgical removal has not yet taken place, and the catheter piece remains in the patient. The following information was provided by the initial reporter, translated from german to english: "the arterial catheter was removed 12 hours after the first installation. During this process, it was found that the catheter could not be pulled out of the artery completely, with the greater part remaining in the artery. After the consultation, it was found that no scissors were used to remove the fixation bandage. Nurse suspects that the cannula may have been retracted and pushed back into the catheter after insertion of the catheter, perhaps perforating the catheter and thus creating a "target fracture site"." The patient had to be transferred to a different hospital in a department of vascular surgery. Expected surgical removal of the catheter piece needed, not yet performed. The catheter piece is still in the patient and could not be removed.

Manufacturer narrative:
H.6. Investigation summary: one actual, used sample was received by our quality team for evaluation. Upon visual inspection of the sample received the customers reported failure can be verified. The remaining catheter tubing is estimated to be 0.5cm in length, additional magnification of the tubing was performed with the surface of the part-off area appearing to be smooth indicating a clean cut. A device history record could not be evaluated as the lot number is unknown. The quality team then simulated this failure by taking a new arterial cannula and using scissors to cut the catheter tubing. The part-off end was observed under a microscope with a clean cut similar to that of the returned sample. The broken catheter could have been caused by a sharp object such as scissors. Based on the quality team's investigation, the catheter breaking most likely was caused by a sharp object such as scissors. The manufacturing process was reviewed for areas that could have caused the clean cut and no manufacturing process was found which could have caused the clean cut. The clean cut may have occurred outside of the manufacturing process.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ arterial cannula was removed 12 hours after the installation, but could not be pulled out of the artery completely. The "greater part" of the catheter remained in the artery, and after consultation, it was found that scissors were not used to remove the fixation bandage. The patient was transferred to another hospital for vascular surgery, but the surgical removal has not yet taken place, and the catheter piece remains in the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "the arterial catheter was removed 12 hours after the first installation. During this process, it was found that the catheter could not be pulled out of the artery completely, with the greater part remaining in the artery. After the consultation, it was found that no scissors were used to remove the fixation bandage. Nurse suspects that the cannula may have been retracted and pushed back into the catheter after insertion of the catheter, perhaps perforating the catheter and thus creating a "target fracture site"." The patient had to be transferred to a different hospital in a department of vascular surgery. Expected surgical removal of the catheter piece needed, not yet performed. The catheter piece is still in the patient and could not be removed.